Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implant site was red and irritated. The patient presented to the hospital with pocket erosion. Cultures were taken which showed staph infection. The patient was treated with antibiotics. The cardiac resynchronization therapy pacemaker (crt-p) device and leads were explanted. No further patient complications have been reported as a result of this event.